Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with failure to interrogate. A different programmer was used to complete the interrogation. There were no patient consequences.